Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, after connecting the ICD to the lead, the ICD did not deliver pacing as expected. External pacing was applied as the patient was dependent. Upon checking the connection, it was discovered that a setscrew was loose. The ICD was exchanged for a non-boston scientific product and the procedure was successfully completed without adverse effects. The ICD is expected to be returned for analysis.

Manufacturer narrative:
Our initial investigation has concluded that use error factors most probably contributed to the event. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, after connecting the ICD to the lead, the ICD did not deliver pacing as expected. External pacing was applied as the patient was dependent. Upon checking the connection, it was discovered that a setscrew was loose. The ICD was exchanged for a non-boston scientific product, and the procedure was successfully completed without adverse effects. The ICD was received for analysis.